Event description:
Complainant alleged that during routine preventative maintenance of the device, the technician was able to set the device between 200 and 300 joules, and when the device was discharged at that setting, the defibrillation output was actually measured at 10 joules. There was no patient involvement in the reported malfunction.